Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that outer cover of the implant had been tampered with. The inner cover was peeled off and the cloth which is present around the head was missing. Scratches were noted on the head.